Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) medical center. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connecting tube has a dent, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, bending tube is deformed, bending tube is deformed, adhesive on bending section cover has a chip, switch button 1 has a scratch, adhesive around objective lens is peeled, several scratches throughout the device, and connecting tube has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Furthermore, as reported in b5 foreign material was found in the objective lens and this condition is attributed due to insufficient cleaning and handling problems. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer noted that the facility did not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility wiped or brushed the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that the facility flushed the air/water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had indentation of insertion part, cutting. Upon inspection and evaluation, foreign matter inside the nozzle was found. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.